Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7144566, medical device expiration date: 05/31/2022,  device manufacture date: 05/31/2017. Medical device lot #: 7144542, medical device expiration date: 05/31/2022,  device manufacture date: 05/31/2017. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 10 ml syringes with luer-slip used for the neonatology's infusion pumps have difficult plunger movement causing interuption to the infusion pump and ending the cycle early. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: no physical samples to complaint was received, the retain samples was evaluated and it is not possible observe the complaint defect. DHR review: the batch record was verified and the manufacturing date for the batch: 7144566 09th, june 2017 and batch: 7144542 07th to 08th june 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed general visual inspection each 2 hours at 36 parts at assembly process; qn review: no quality notification (qn) that could be related to the defect were observed. Maintenance review: no maintenance records that could be related to the defect were observed. Conclusion: a DHR, quality notification, and maintenance analysis were performed to complaint batches and no occurrences potentially related to the defect was observed. As no physical samples from the complaint are available the retain sample was verified and validated tests were performed, no deviations observed. Thus it is not possible confirm that the reported defect was related to a bd manufacturing process.